Event description:
The customer reported a speaker malfunction. No pt hard was reported.

Manufacturer narrative:
(B)(4): the customer evaluated the problem and ordered a new speaker. A sap parts order was arranged. Communication with the responsible customer confirmed that there was no sound and the device was used in stand alone mode. No pt harm was reported. There was no allegation of an adverse event of any pt or user harm. Even though there was a visual inop, and the product labeling shipped with the device warms not to rely exclusively on the audible alarm system for pt monitoring, a confirmed loss of audio poses a potential safety risk, as there is no audible tone to alert the user of the failure, r the clinical staff could possibly not recognize a critical pt alarm, therefore this complaint has been evaluated to be reportable.